Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low glucose (bg) level of 45 mg/dl. Suspected cause was due to having a basal rate that was too high and that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.